Event description:
The doctor asked that the peritoneal dialysis catheter be sent to the manufacturer through the biomedical engineering dept as defective. He states the cap has leaked since the catheter was implanted. The catheter was removed today during an operative procedure in conjunction with a kidney transplant.